Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional nc trek device referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat the ostial right coronary artery with heavy calcification and mild tortuosity. The lesion was prepared with rotablation and a 4.0x12 mm xience stent was successfully implanted. After post-dilation of the stent with the nc trek balloon dilatation catheter (bdc) for 2 inflations at 16 atmospheres, the stent was confirmed to be apposed to the vessel wall with intravascular ultrasound (ivus). There was resistance during removal; however, the balloon was noted to be fully deflated. The markers of the balloon did not move while withdrawing the catheter so the device was stretching. The nc trek balloon was trapped with a 3.0x12 mm trek bdc and removed along with the guide catheter. The stent was then post-dilated with a non-abbott nc balloon. The 3.0x12 mm trek balloon became kinked during use. There were no adverse patient sequela. Returned device analysis identified a stretched inner member. No additional information was provided.

Manufacturer narrative:
Visual and functional inspection was performed on the returned device. The reported kink was confirmed. Additionally, the shaft was noted to be stretched on the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the similar incidents/complaints review, there is no indication of a lot specific product quality issue. The investigation determined the reported kink and noted stretched shaft appear to be related to circumstances of the procedure. There was no damage noted to the balloon catheter during the inspection prior to use or during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the reported kink and noted stretching on the shaft was due to manipulation of the device during use. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following clarification was received: it was reported that the procedure was to treat the ostial right coronary artery with heavy calcification and mild tortuosity. The lesion was prepared with rotablation and a 4.0x12 mm xience stent was successfully implanted. After post-dilation of the stent with the nc trek balloon dilatation catheter (bdc) for 2 inflations at 16 atmospheres, the stent was confirmed to be apposed to the vessel wall with intravascular ultrasound (ivus). There was resistance during removal; however, the balloon was noted to be fully deflated. The markers of the balloon did not move while withdrawing the catheter so the device was stretching. The nc trek balloon was trapped with a 3.0x12 mm trek bdc and removed along with the guide catheter. The stent was then post-dilated with a non-abbott nc balloon. There were no adverse patient sequela. The 3.0x12 mm trek balloon became kinked during use and returned device analysis identified a stretched inner member. No additional information was provided.